Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use, subsequently the patient underwent skinflap revision surgery (date not reported).